Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an interlink buretrol solution set separated from the insertion site of the burette chamber which resulted in a fluid leak. This issue was described as, ¿leak occurred when the tubing came completely disconnected from the insertion site of the buretrol, which appeared to be a component that should have been solvent bonded¿. This issue occurred after spiking a dextrose injection 10% bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed the tubing was detached from burette. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.